Manufacturer narrative:
Investigation is ongoing. Device not returned to the manufacturer.

Event description:
Edwards received notification through the implant patient registry that a patient with a 9600tfx 23mm sapien 3 transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 4 years, 10 months, and 22 days. The sapien 3 valve was deployed within a non-edwards transcatheter heart valve after the non-edwards valve migrated during deployment. There was significant paravalvular leak (pvl). The implant of the sapien 3 valve did not resolve the pvl. Both the non-edwards transcatheter heart valve and sapien 3 valve were explanted due to pvl, and a surgical valve was implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: h.6 type of investigation, h.6 investigation findings, h.6 investigation conclusions. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not performed. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on post procedure care. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve usage with a commander delivery system. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, 'the sapien 3 valve was deployed within a 29 mm evolut valve that had migrated during deployment with significant paravalvular leak (pvl)'. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. It is possible that pvl was caused by cardiac remodeling, leading to morphological changes in the aortic valve overtime and, thus, a compromised seal between the pvl skirt and target site. As such, available information suggests that patient factors (cardiac remodeling) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.